Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2015, a patient underwent balloon kyphoplasty procedure (bkp) surgery for th12 osteoporotic vertebral compression fracture. A weeks later after the surgery, it was found vertebral instability and nonunion. The patient could not sit down due to pain. The doctor commented that the case had severe unstableness at the fracture sites before bkp and had predicted poor prognosis. Afterthought, the case should have been considered to use in conjunction with implant at the first place. It is about procedure, not bkp in itself.